Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump was noted to be in good physical condition. Three separate delivery accuracy tests were performed on the pump. At least one test was outside the pump's delivery accuracy manufacturing specifications, verifying the customer's complaint. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that the cadd prizm pump has accuracy that is too high. No reported adverse effects.